Event description:
As reported by the edwards field clinical specialist, the case was aborted due to groin complications caused by the perclose. No edwards devices were inserted into the patient. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).